Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the basic occlusion, prime and displacement tests. The excessive no delivery alarms could not be confirmed due to motor error alarms. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and then no delivery. Blood glucose value was 235 mg/dl. She stated that she changed the set but still received the alarms. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.